Event description:
Information was received indicating that during annual inspection a smiths medical medfusion 4000 syringe infusion pump exhibited a "motor not running" error message. Per reporter there was no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were intact. The top case was badly broken and separated from the bottom case. There was also a crack on the right plunger case. A review of the event history log evidenced the following: motor not running error. This same error was replicated during an occlusion test. The investigator determined that the user/customer had caused damage to the device. The main board was misaligned from extrusion due to pump being dropped. This was identified as the root cause of the product problem. The investigator reassembled the main board and cleaned/greased the whole motor assembly. The plunger case, as well as the top and bottom cases, were also replaced. Preventative maintenance was then performed. The pump subsequently and all functional testing.